Manufacturer narrative:
(B)(4). Maude report was received: (B)(4) partial lead was returned in three segments for analysis. The portions of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a rv lead exhibited high out of range hv lead impedance. The lead was laser extracted. No further information is available at this moment.